Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed no disposable clamp tubing. The pump had been stopped. The pump settings had been reviewed, and the device had been powered off. The line had been clamped near the port. Reservoir volume was recorded as 229.5 ml, with a rate of 2.6 ml per hour. A total of 18.75 ml had been delivered. The patient was not affected. The event occurred while in use.